Manufacturer narrative:
Ez steer thermocool catheter was discarded by the customer and will not be returned for evaluation. Bwi field service engineer contacted the customer to schedule service and testing of bwi products. Customer declined service and stated that the system is ready for use. Bwi concomitant products: coolflow pump, u.s. Catalog number cfp002, serial number (B)(4). Soundstar, us catalog number sndstr10, lot number unknown. Carto xp system, u.s. Catalog number m470001, serial number (B)(4). Stockert 70 system, u.s. Catalog number s7001, serial number (B)(4). (B)(4).

Manufacturer narrative:
A letter was received from the department of health and human resources (food and drug administration) dated march 28, 2011, subject: report number 2029046-2011-00024. The letter is requesting for a more complete information concerning the patient including age, sex and medical history and the patient's clinical diagnosis. Based on the information provided by the customer, the patient was a (B)(6) male with a history of a-fib. Also, post procedure tests on the patient did not confirm stroke, cerebrovascular accident (cva) or transient ischemic attack (tia) to have occurred. (B)(4).

Event description:
It was reported that following an a-fib procedure, patient was difficult to wake-up from anesthesia and was found to be hypoxic. Patient was re-intubated due to difficulty in breathing. Patient was moved to pacu for neurological testing for a possible stroke. Patient was kept under observation and regained control of limbs a few hours later. Patient was kept in the hospital a day longer than expected and was discharged after. Patient has fully recovered. The caller stated that they believe that none of the bwi products were at fault. Causality of the adverse event is possible procedure related.